Event description:
When graft was removed from the packaging, it was noted that approximately 3/4 of the first stent was uncovered. Physician attempted to re-sheath the graft with no success. The decision to insert the graft utilizing introduction via a larger sheath was made. A 22fr sheath was used to introduce the iliac leg graft into the main body graft. The sheath was placed inside the limb to ensure the overlap of the iliac leg graft. Care was taken to overlap the stents. There was some resistance when attempting to overlap one full stent body, so the decision to overlap 1/2 stent was made. Because of this overlap, the decision was made to use an iliac leg graft and bridge between the placed iliac leg and the limb of the main body graft. Molding balloon was used. Final angiogram showed no evidence of an endoleak.